Manufacturer narrative:
It was initially reported that the bed was damaged. Follow-up submitted as further investigation determined the fowler was not raising all the way up electronically. This will result in caregiver annoyance; however, it is not likely to harm the patient as the fowler was still able to lower to the lowest position which is desired for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported by the distributor that the bed was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the distributor that the bed was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.